Manufacturer narrative:
The field service engineer (fse) replaced a disconnected sample line at the flow cell, resolving the leak. (B)(4).

Event description:
The customer reported that there was a diluent/lyse leak of approximately 10ml from the unicel dxh 800 coulter cellular analysis system. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event.